Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion despite several attempts. The device was removed and the edge was found to be lifted. The procedure was completed with another 2.50 x 16 synergy¿ drug-eluting stent. No patient complications were reported.